Manufacturer narrative:
The insulin pump alarmed a64 during the self-test due to faulty electrical component on the radio frequency board however, the insulin pump received with normal operating currents and passed the a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests no cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm rf pic failed self-test (a64) during normal use. Customer's blood glucose at time of incident was unknown. The customer stated that this is second occurrence. Customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.